Manufacturer narrative:
Device code relates to problem code for the reported event of  "stent migration". Device code relates to problem code for the reported event of "stent broken". The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed from a patient during a stent removal procedure in the common bile duct on (B)(6) 2018. On (B)(6) 2018, advanix¿ biliary stent was placed in the patient's common bile duct. According to the complainant, on (B)(6) 2018 the advanix biliary stent had migrated and become blocked. A snare was used to remove the advanix¿ biliary stent. However, while removing the stent with the snare, the stent broke and rat tooth forceps were used to remove the remaining broken stent from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual evaluation of the returned device found that the proximal section of the stent was broken also it was necked, like if it was grabbed with the snare. The other section of the stent was torn like if it was grabbed with a rat tooth. Following analysis, most likely some procedural/ anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Using snare is a standard biliary stent removal technique. The damages found on the stent are typically made due to grab and pull the stent with the snare/ rat tooth during the stent removal. Therefore the most probable root cause for this event is "operational context". Based on the product analysis, the reported issue of "stent migration" could not be functionally verified, also the stent was visually checked and stent lumen was free of obstructions. The reported issue of "stent blocked" was not confirmed. Therefore the most probable cause for the reported issue of "stent migration" is considered as anticipated procedural complication. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and found that the use caused or contributed to the event and the risk of the reported event noted within the labeling.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix¿ biliary stent was removed from a patient during a stent removal procedure in the common bile duct on (B)(6) 2018. On (B)(6) 2018, advanix¿ biliary stent was placed in the patient's common bile duct. According to the complainant, on (B)(6) 2018 the advanix biliary stent had migrated and become blocked. A snare was used to remove the advanix¿ biliary stent. However, while removing the stent with the snare, the stent broke and rat tooth forceps were used to remove the remaining broken stent from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".